Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2016 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2016 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the continued pain that led to the lead replacement in (B)(6) 2016 was a continued decay of the l3-l4 connection. The patient reported that the steps taken to resolve the continued pain was a fusion of the l3-l4 vertebrae. The patient reported that the continued pain was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's l3-l4 connection was fused and the neurosurgeon installed paddle leads in 2016 to increase implant sensation. The patient stated that the circumstances leading to the continued decay of the l3-l4 connection was increased activity. The steps taken to resolve the continued decay of the l3-l4 connection included a fusion in 2015 and the continued decay of the l3-l4 connection was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that he had a lead change in 2016. The patient reported that the leads were changed because the neurosurgeon though a paddle lead would better cover the patient¿s pain. The patient reported that they first discussed the lead change prior to his latest fusion conducted in late 2015 and then due to continued pain decided to make the lead change in (B)(6). No further complications were reported.